Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have not been reviewed since the lot number of the device was not reported.. A lot number history was unable to be completed since the lot number was not reported. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame 11,806 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0006. Per the instructions for use, the user is advised the following: contraindications: this device should never be used when: -there is visible evidence of damage to the exterior of the device, such as cracks, cuts, punctures, nicks, abrasions, discoloration or connector damage. Inspection: these devices should be inspected before use. Visually examine the devices for obvious physical damage: -cracked, broken or otherwise distorted plastic parts; -damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discoloration. Instructions for use: 1. Insert an electrolase tip or compatible electrode into the active end of the hyfrecator 2000 handpiece, making sure to properly seat the anti-rotation hex of the tip or electrode into the handpiece. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the 7-900-5 device "tips are falling out of handle". No impact to patient or user was reported. There has been a good faith effort completed to gain more information; however, no response has been received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence